Manufacturer narrative:
Multiple attempts for product return and requests for additional information were made. The product has not been returned to masimo to allow an analysis to be performed. If new information is obtained or the product is returned, a follow up report will be submitted. (B)(6).

Event description:
The customer reported that these sensors were placed on a newborn baby, and were not able to accurately read the pulse even after several minutes, while another technology did. No consequences or impact to the patient were reported.

Manufacturer narrative:
The returned sensor was evaluated. During evaluation, the sensor passed all visual and functional testing. The unit was determined to be functioning as designed. A complaint history review was performed for the involved product and lot. No confirmed issues related to the reported failure mode have been reported since the release of p/n 2329, lot k16kpx. Initial reporter zip code exceeded minimum allowable digits, zip code is as follows: (B)(6). Orrected data: (labeled for single use?) Updated from "no" to "yes" (report source) updated from "health professional, foreign, user facility" to "foreign, company representatives, user facility". Model # updated from "2329-9" to "2329" exp. Date updated from "blank" to "10/01/2019".